Event description:
It was reported that the patient started seeing the elective replacement indicator (eri) and the end of service (eos) message ¿about¿ three months prior to report. The patient stated he did not currently feel stimulation (he felt this suddenly). The patient was in pain where he did not have stimulation. The patient stated that the stimulation had helped a lot in the past. The patient was very happy with the device. The patient had left a message for the manufacturer's representative. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 377875, lot # j0555561v, implanted: (B)(6) 2005, product type lead; product ID 377875, lot # j0555561v, implanted: (B)(6) 2005, product type lead. (B)(4).